Manufacturer narrative:
The device was returned to steris for evaluation. Evaluation confirmed that the device blade lock had detached from the device. The blade lock was tested and the component failed the inspection. The device was repaired and returned to the customer. No additional issues have been reported. Steris will continue to monitor for similar events as part of our post-market surveillance procedures. UDI data clarification - steris is not the manufacturer of the device, so applicable UDI identifiers were not included in the MDR.

Event description:
The user facility reported that a recently serviced device failed during a procedure on (B)(6) 2025. The blade lock from the drill fell off into the patient. The component was retrieved from the patient and the procedure was completed successfully. No injuries and/or procedural delays were reported.

Manufacturer narrative:
The device was received into the lab and upon evaluation it was found that the device blade lock had detached from the device. The blade lock was tested and the component failed the inspection. The repaired device passed outgoing qc inspection and was returned to the customer on (B)(6) 2025. Investigation of the reported event is in progress; a follow-up report will be submitted when additional information becomes available.